Manufacturer narrative:
The report indicated that during a (pci) percutaneous coronary procedure a crack was noticed at the hub of the stent delivery system. There was no pt injury reported with the event. The clinical impression revealed that there was not sufficient info available to draw a conclusion on the relationship between the device and the event. The following analysis was performed on the returned product: visual analysis: the unit was returned intact, and traces of dried contrast medium can be seen in the inflation lumen. Functional analysis: an attempt was made to flush the unit, but a leak site was discovered in the seam of the guidewire port of the hub. Device and lot history record review: there have been three complaints for broken/fracture/cracked reported for this sterile lot number to date, and six incidents of this type reported for this catalog number cws13250 within six months prior to the alert date (B)(6) 2003. Conclusion: a leak site was found in the seam of the guidewire port of the hub. The hub for this unit was manufactured prior to the corrective action.

Event description:
The hub leaked.